Manufacturer narrative:
New device info. Received.

Event description:
Patient's representative reported, a left side rupture. Diagnosed via "ultrasonography". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease flat. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Patient's representative reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported a left side device "got torn out." Device has been explanted.